Event description:
This report is being filed after the subsequent review of the following literature article. Resorbable plate osteosynthesis of sagittal of dislocated or pathological mandibular fractures: a prospective clinical trial or two amorphous l-/dl-lactide copolymer 2 mm miniplate systems. . Landes c., kriener s., menzer m., kovacs a.. Plastic and reconstructive surgery feb 2003. Article¿s origin is germany. The purpose of this study was to evaluate the indication for resorbable miniplates in traumatic and pathological mandibular fractures . Two resorbable miniplates systems were used polymax(synthes (B)(4)) and a competitors . Twelve patients ages 13 to 83 years seventeen year old 10 month follow up had partial plate extrusion. This report is 2 of 2 for (B)(4). This report is for an unknown plating system.

Manufacturer narrative:
This device is used for treatment not diagnosis resorbable plate osteosynthesis of sagittal of dislocated or pathological mandibular fractures: a prospective clinical trial or two amorphous l-/dl-lactide copolymer 2 mm miniplate systems. . Landes c., kriener s., menzer m., kovacs a.. Plastic and reconstructive surgery feb 2003. This is for a unknown plate/unknown part and lot numbers. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.